Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer for analysis which concluded proper functionality of the pulse generator. No abnormal performance or any other type of adverse condition was found. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has had a rough june. It was noted that the patient's family has noticed two or three episodes with axial jerks. It was noted that the patient reports having increased stress in the month of (B)(6). It was noted that it sounds as though the patient is having occasional breakthrough seizures. The physician notes that he is suspicious that the patient's generator battery may be sufficiently low to be impacting her seizure control but high enough to register as still being functional. It was noted that the physician recommended empirically replacing the generator. The patient was scheduled for generator replacement. No known surgical intervention has been performed to date.